Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) analysis could not confirm the reported event. No anomalies found.

Event description:
It was reported that the programmer would not interrogate a device. A new programmer head was tried, but the situation was not resolved. The programmer was returned for service. It was indicated by the return paperwork that there was no patient involvement with the event.